Manufacturer narrative:
The o2 cell was replaced to fix the reported issue. No report of patient involvement.

Event description:
The hospital reported that, unit shows a reverse inspiratory flow error and tv comp off alarm, and the o2 cell is leaking. The leak rate is 5 liters leak. There was no reported patient involvement.